Manufacturer narrative:
No related complaint was received with return of device. Final analysis found an insulation abrasion breaching the outer coil at 5.3 cm to 5.4 cm from the connector pin. Abrasion are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed through analysis.